Event description:
It was reported that a patient underwent a sling procedure in the hammock position in 2007. Following the procedure, the patient did not experience improvement in her symptoms. The surgeon told the patient that it would take time for the scar tissue to form and to allow a full four months for maximum improvement. The patient returned to her doctor because there continued to be a problem with incontinence and painful intercourse. Upon examination, the patient was told the tape was "coming out" and that the patient would have to undergo surgery again in 2008, to have it removed and something else placed.

Manufacturer narrative:
Date sent to the FDA: 10/29/2008. Mesh exposure occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods released criteria.